Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. It was noted that the patient leads had high impedances. The physician believed that the leads were damage. The patient underwent a leads and ipg replacement procedure and was doing well postoperatively. The explanted device components will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: 5077399. Product family: scs-ipg-r upn: (B)(4), model: sc-1160, serial: (B)(6), batch: 345147.